Event description:
It was reported by service report that the right top railand foot end spindle latch are broken and the siderail cannot be latched up. No pt involvement or adverse consequences were reported.